Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), embedded device ("essure coil was found embedded in the wall of the uterus") and device expulsion ("essure coil was found embedded in the wall of the uterus/ one migrated essure coil was removed") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), migraine ("migraines") and dyspareunia ("painful intercourse"). The patient was treated with surgery (endometrial ablation in 2010), surgery (essure coil was removed during the endometrial ablation procedure) and surgery (essure coil was removed during the endometrial ablation procedure). At the time of the report, the dysfunctional uterine bleeding, embedded device, device expulsion, pelvic pain, menorrhagia, weight increased, abdominal pain, abdominal pain lower, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysfunctional uterine bleeding, dyspareunia, embedded device, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: in or around 2010, plaintiff underwent endometrial ablation procedure due to dysfunctional uterine bleeding, during which procedure one essure coil was found embedded in the wall of the uterus. Upon information and belief, the one migrated essure® coil was removed at that time. Plaintiff still suffers from the above mentioned symptoms as there is one essure coil remained in the tube and she is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.